Manufacturer narrative:
Updated: d1, d4 catalog no, d4 serial no, h4, primary UDI number

Event description:
It was reported that the insulin gauge was inaccurate and static. There was no reported adverse impact to the customer. Customer continued to use the existing cartridge.